Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation has cause or contributed to pt injury. Device issue: core separation. It was reported that when removing guide wire from its coil tubing, during handling, the guide wire separated where the white shaft of the guide wire is welded to the green wire. This occurred two additional times with new guide wires from the same lot. There was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
The two wholey guide wires (part # 50435, lot # 8011691), are being filed under the same MFR report number.